Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd 10ml syringe luer-lok¿ tip was found cracked during use and sprayed contaminated saline. No report of medical intervention or serious injury.

Manufacturer narrative:
A DHR/qn review for batch 7088986 (p/n 301029) was performed, manufacturing dates: 4/08/2017 ¿ 4/18/2017. Batch size was 102,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7088986 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be monitored.